Event description:
Healthcare professional reported right side "rupture with diffusion of intracapsular silicone, change in color (operative discovery)", and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.